Event description:
This complaint is from a literature source. The following literature cite has been reviewed: miljoen h, ector j, garweg c, saenen j, huybrechts w, sarkozy a, willems r, heidbuchel h. Differential presentation of atrioventricular nodal re-entrant tachycardia in athletes and non-athletes. Europace. 2019 jun 1;21(6):944-949. Doi: 10.1093/europace/euz001. Pmid: 30768170. Objective/methods/study data: this study aimed to evaluate the impact of athlete heart remodeling on the presentation of atrioventricular nodal re-entrant tachycardia. This study performed a retrospective analysis of an ablation database spanning procedures between 1995 and 2017, selecting all patients with an electrophysiologically confirmed diagnosis of atrioventricular nodal re-entrant tachycardia. Athletes were compared with healthy non-athletes. Atrioventricular nodal re-entrant tachycardia subforms were classified using two described methods: the first method is one proposed by heidbuchel and jackman. The second method is one proposed by katritsis and josephson. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: 4-mm non-irrigated celsius concomitant other biosense webster devices that were also used in this study: n/a concomitant non-biosense webster devices that were also used in this study: daig 8 fr sl2 sheath (brand not specified). Adverse event(s) and provided interventions: qty 1: temporary complete av block, recovered completely. Qty 1: temporary complete av block, resulting in 1:1 anterograde conduction with a prolonged atrio-his interval. Qty 1: temporary 2nd-degree av-block, recovered completely. Qty 12: steam-pop without evidence for resulting tamponade. Qty 6: the procedure was stopped due to a deemed increased risk of av-block.

Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: miljoen h, ector j, garweg c, saenen j, huybrechts w, sarkozy a, willems r, heidbuchel h. Differential presentation of atrioventricular nodal re-entrant tachycardia in athletes and non-athletes. Europace. 2019 jun 1;21(6):944-949. Doi: 10.1093/europace/euz001. Pmid: 30768170. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Product complaint # (B)(4).